Event description:
It was reported that the surgeon implanted a triphobic lens (non-j&j product) in a hypermetropic patient. As the patient was complaining about near vision, the surgeon decided to implant a synergy (dfr00v) intraocular lens (iol) in the second eye (a lens that he knows and is happy with near vision results), with the intention that if the vision in this patient is better, he would explant the triphobic lens of the first eye. The patient said that she saw better with near-vision glasses and she needed to see even better in the synergy (second) eye. The surgeon decided to explant the lenses from both eyes and replaced them with different johnson & johnson model lenses, an eyhance and an eyhance toric to the full satisfaction of the patient. No further information has been provided.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 11/21/2021-2/21/2022. Telephone number: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.